Event description:
On (B)(6), the patient's cardiac rhythm showed asystole and CPR started. Post code review of the monitor strips showed this patient to have been in asystole for 9 minutes before it was discovered. A neurological exam on (B)(6) 2010, showed the patient to have suffered apparent brain death. It was determined that meaningful recovery was essentially nil. After discuss, the monitor defaults can be set where a low priority alarm would stay on screen for a period of time, which would prevent a high priority alarm from alarming. The hall in sicu has many monitors and the caution arrhythmia can over ride the emergent arrhythmia.